Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced drainage and swelling at the implant site. The patient was treated with oral antibiotics; however, the issue could not resolved. Subsequently, the patient experienced a loss of osseointegration resulting in fixture loss.